Event description:
The customer's father reported via phone call that the customer's insulin pump notified the customer of a low battery. The customer changed the battery, but the insulin pump would not turn on. The customer's blood glucose was unknown. The customer was unable to troubleshoot the issue at the time of the call because the customer was not present. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.